Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system explant due to infection. A temporary lead and external pacemaker was used. The patient was stable at the end of the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.